Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The membrane for the discharge valve was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system did not pass the pre-use test and automatic ventilation fails. There was no report of patient involvement.